Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024 -13497 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024, it was reported that the two infusion set was fell off during use and infusion set is use for couple of hours. No further information available.